Manufacturer narrative:
The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-01765. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue,

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.